Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unable to perform operating currents check due to unresponsive keypad/button. No unexpected battery out limit alarm noted. No cosmetic damage noted. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 265 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.